Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system's radiation functionality was disabled. Issue occurred this morning after moving the system physically. Staff were able to reboot the system and complete an initial spin, but later it happened again and they were unable to resolve it. Site reported hearing clicking noises when trying to spin, coming from near where the umbilical plugged into the imaging acquisition system (ias) as well as near the top of the gantry. This was occurred intra operatively. There was no reported impact to patient outcome. No additional information was provided. Additional information received, there was 20 min delay to the case.

Manufacturer narrative:
(No hardware parts were received by manufacturer for evaluation. Reproduced error. Troubleshot power supply and found no voltage. Replaced power supply per procedure, performed calibration. Device now working as intended. Return to service continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.